Event description:
Caller reported that insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.